Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an em2400 valve set separated from an unspecified tpn (total parenteral nutrition) bag which resulted in a leak. It was further stated that the bag was not clamped. This issue was identified prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: device manufactured between february 08, 2021 to february 09, 2021. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.